Event description:
Patient underwent scheduled biopsy of left breast calcification. During utilization of biopsy device, needle did not collect specimen and error message occurred. Clinical staff attempted trouble shooting without success. Needle was removed by radiologist, system rebooted, and new biopsy needle utilized. Biopsy proceeded without complication.